Manufacturer narrative:
The event occurred in the (B)(6) 2022. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse received an electric shock while inserting the tubing into a spectrum pump. This occurred in the intensive care unit. There was no report of injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d1, d4, g4, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.